Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the device is noisy. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the manufacturer's evaluation of the device, the customer's complaint was not confirmed, however, a visual inspection found evidence of foam degradation. During the evaluation, foam particles were observed on both sides of the blower box. Additionally, not related to the issue, mineral deposit spots on the bottom of the blower motor and blower box, indicating potential water ingress was observed. In addition, an unknown white dust-like contamination was discovered on top of the blower motor and the blower motor seal and a black contamination, consistent with keratin, at the air outlet of the blower box..